Event description:
The customer reported that this defibrillator had a horizontal line on the display that obscures the upper half of the ECG waveform. When increasing the gain, only the lower half increases. There was no report of pt involvement.